Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed button error. Customer does not know blood glucose level. Customer stated she might have leaned on the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.